Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly calcified and mildly tortuous 1st diagonal coronary artery. A 10mm x 2.25mm flextome¿ cutting balloon¿ was used to dilate the target lesion. During the first inflation, the balloon ruptured at 8 atmospheres. The procedure was completed with another of same device. No patient complications were reported.